Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that something (foreign material, etc.) Got caught between the connector of the connecting tube and the connector in the reprocessing basin. Therefore, the connecting tube could not be securely connected. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ this supplemental report includes a correction to e2, e3, and e4. Information added to these fields that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s olympus sales representative reported to olympus that oer-elite connector tubes have been ¿shooting off¿ of the oer-elite. The customer reported this would occur multiple times and each time, a new connector would have to be used. Initially, the customer had thought it was a pressure problem, however, after speaking with olympus technical support, it was determined to be caused by the alligator clips. The customer was provided replacements and the replacements are working properly. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to an olympus service center for evaluation. The reported issue was not confirmed. Inspection and testing found all lock levers and clips were intact and functional. The pin inside the orange connector was also present. The connecting tube did not have moisture residue and tubing appeared to be in normal condition. The scope side connector was also functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.